Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with their implantable cardioverter defibrillator undersensing an atrial fibrillation episode. The patient received an inappropriate shock due to this undersensing. Programming changes were made to address the issue. The patient was stable throughout.